Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system was operational and the representative informed the site of proper charging methods when the imaging system was powered off.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the power conversion enclosure powered on when the interface (umbilical) cable was disconnected and the imaging system was off. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.